Event description:
Programming history review was performed which revealed data from (B)(6) 2009 through (B)(6) 2010. One diagnostics test was available in the history, which was on the date of implant of the generator showing high impedance. The patient has been referred for lead revision, however no known surgical interventions have been performed to date. A previous report of high lead impedance was reported in mfg report # 1644487-2010-00541 for this patient with the same lead.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement generator was tested with the existing lead and diagnostic results revealed high impedance (dc dc ¿ 7). The lead was not replaced during the procedure and has not replaced to date. The patient's replacement device was programmed on to the patient's previous device settings. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The supplemental report #2 inadvertently did not update the age at time of the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the high impedance was not observed prior to the generator replacement surgery. There was no known trauma or patient manipulation that occurred that could have caused or contributed to the high impedance. It was reported that the device will not be programmed off and no x-rays were taken. No known surgical interventions have been performed to date.

Event description:
The patient had lead and generator replacement surgery. The explant hospital does not return explanted products to the manufacturer. As a result, analysis is unable to be performed.